Manufacturer narrative:
The referenced existing external percutaneous lead repair site was reported on medwatch MFR report # 2916596-2018-02166. Approximate age of device ¿ 1 year, 9 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device interrogation revealed three low speed advisory alarms and a pump stoppage on (B)(6) 2018. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files and confirmed the reported low speed alarms and pump stoppage event that all appear to have occurred while the vad was connected to a power module. X-ray images submitted for review revealed an area of concern above an existing external percutaneous lead repair site. The area of concern was indicative of a breakdown in the silver-plated copper shielding and therefore a possible area where a short to shield could be occurring. The customer was informed that there did not appear to be enough driveline above the existing external percutaneous lead repair and the driveline exit site in which to perform another percutaneous lead replacement. The customer requested two ungrounded patient cables. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Evaluation of the submitted log file confirmed the reported pump stoppage and low speed events while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of driveline damage. The hmii lvas instructions for use (IFU) and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all hazard and advisory alarms, as well as how to respond to each alarm condition. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.